Event description:
The complainant reported a patient was on impella cp support and during support, the patient had a lack of flow to their left lower extremity. The patient did not have pulses prior to impella support. However, it is unknown if the impella contributed to the ischemia. Additionally, the access site was resutured due to oozing. Furthermore, there were constant suction alarms. The staff discussed disabling the suction alarm as the patient has no limited pulsatility and administration of fluid has not helped. Later, weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding, low pump flow, and limb ischemia has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding - major was use related due to site re-sutured and issue resolved. The cause of the low pump flow issue cannot be determined since the complaint device not returned for analysis and lack of clinical details. No data logs available to review. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.